Manufacturer narrative:
Sections with additional information as of 10-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: test strips and meter were returned for evaluation. Defect found on returned strips: lo and e-5. Reported defect not reproduced on returned meter. Most likely underlying root cause: rc-061: storage outside specifications. Rc-072: vial left open for an extended period of time.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on 22-oct-2020 to ensure the replacement products resolved the initial concern; able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer did not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of lo using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/22/2022 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: lo; date: (B)(6) 2020; time: 2:12pm non- fasting ; result 2: 290; mg/dl date: (B)(6) 2020; time: 4:45pm fasting; result 3: 400; mg/dl date: (B)(6) 2020; time: 7:49pm non- fasting; result 4: 269; mg/dl date: (B)(6) 2020; time: 2:13pm fasting; result 5: 135; mg/dl date: (B)(6) 2020; time: 8:03am fasting.